Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing noise and the right ventricular lead had exhibited high lead impedance over 2-3 years. The leads were explanted and replaced. The patient¿s condition post procedure was stable.

Manufacturer narrative:
This supplemental report is to correct the previously submitted report to include the following information.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.